Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "found 1 syringe with needle hub assembly stuck in shield."